Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the surgeon implanted the in-space interspinous implant in the patient. The surgeon used the fluoroscope to check the implant. It was noted that one pair of wings were not deployed. The surgeon removed the in-space interspinous implant and replaced the implant with another one with no problems. There was no reported harm to the patient.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.